Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 512 mg/dl. The customer was mentioned insulin flow block alarm and offered troubleshooting and they stated that event was resolved by changing complete set. Customer reported past event. The insulin pump will not be returned for analysis.